Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after filling the cartridge with 500 units of insulin. Tandem technical support reviewed the pump data and confirmed that the customer was overfilling the cartridge by using 500 versus the maximum 480 units of insulin. The fill estimate was accurate on the date of the report. The contact acknowledged the information. Blood glucose was 261 mg/dl.